Manufacturer narrative:
H3: device evaluation: lens was returned in a case/vial and dry. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -9.0 into the patient's right eye (od) on (B)(6) 2019. Intraoperatively the lens was explanted due to low vault. The cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: h10 - h3: "dimensional and functional inspection found the lens to be within specifications" should be corrected to "dimensional inspection found the lens to be within specifications". Claim#: (B)(4).